Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier ous mr 20 x 3.50mm stent delivery system (sds) was returned for analysis without a stent. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Balloon inflation attempted using encore device at 16atm however the balloon did not inflate and liquid was noted escaping the balloon at one site on distal balloon cone. When examined under the microscope a tear was noted in distal balloon cone folds 6mm proximal from distal edge of device tip. The tear affected 3 folds of the distal balloon cone and appeared to be circumferential and clean cut. A visual and tactile examination of the hypotube found a hypotube kink 45mm distal to distal end of strain relief. A visual and tactile examination of shaft polymer extrusion found no damage. The proximal and distal marker bands were examined under the microscope and no issues were noted. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12may2017. It was reported that the stent failed to deploy. The 73% stenosed, 20mmx35mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 20 x 3.50mm promus premier¿ drug eluting stent was advanced to treat the lesion but it was noted that the stent was unable to deploy. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon circumferential tear.